Event description:
The jetstream g3 was advanced to treat a moderately calcified 1 cm lesion located in the popliteal. After 4 minutes 6 seconds of treatment using the jetstream g3, the procedure was completed with a good result. An angiogram was taken at the trifurcation showing good flow. After the procedure, the entire foot turned blue, thought to be due to distal emboli. An external nitro patch was put on the pt's foot. Follow-up with the lab was made and the situation had resolved itself.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval. Distal emboli is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.